Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) visited onsite and performed several restarts then the system started. The review of system log files showed malfunction of flexvision pc. Upon troubleshooting, the fse found that the memory of flexvision pc was defective. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis. However, replacing flexvision pc and reinstalling the operating system and applications by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.